Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported false downstream occlusions which were unable to be reproduced during evaluation. Downstream occlusion alarms were found through a review of the event history log on the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The cause was determined to be the force sensor values out of specification. The force sensor were recalibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false downstream occlusion during pre use inspection in the surgical department. There was no patient involvement. No additional information is available.